Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain"), systemic lupus erythematosus ("suspected lupus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), menorrhagia ("abnormally long and heavy menses/abnormal bleeding (menorrhagia)"), rheumatoid arthritis ("rheumatoid arthritis"), genital haemorrhage ("heavy irregular bleeding"), fallopian tube perforation ("perfoating my tubes") and kidney infection ("kidney infection") in a 30-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2000 to 2009. Concurrent conditions included obesity, insomnia and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2010 to (B)(6)2011 for contraception, nuvaring from june 2011 to september 2015 for genital bleeding as well as oxycodone hydrochloride (oxycontin). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 21 days after insertion of essure, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), rheumatoid arthritis (seriousness criterion medically significant) and vasculitis ("vasculitis"). On (B)(6)2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2011, the patient experienced abdominal distension ("severe bloating"), inflammation ("chronic inflammation / inflammation in the large intestine"), swelling ("swelling"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), allodynia ("allobynia") and flushing ("skin flushing"). On (B)(6)2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2011, the patient experienced weight increased ("weight gain"), hyperhidrosis ("profuse sweating/excessive sweating"), hot flush ("hot flashes"), acne cystic ("cystic acne"), mood swings ("mood swings") and weight decreased ("weight loss"). On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder/adult onset add"). On (B)(6)2012, the patient experienced depression ("depression"), anxiety ("anxiety") and memory impairment ("memory impairment/memory problems"). On (B)(6)2012, the patient experienced dental caries ("tooth decay and loss/dental problems") and tooth loss ("tooth decay and loss"). On (B)(6)2014, the patient experienced neuropathy peripheral ("peripheral neuropathy") and amnesia ("memory loss"). In may 2015, the patient experienced fibromyalgia ("fibromyalgia"). In july 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). On (B)(6)2015, the patient experienced colitis ("colitis"). On (B)(6)2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6)2016, the patient experienced bladder disorder ("bladder problems or changes") and dysuria ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), pain ("widespread body pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), dysgeusia ("metallic taste in her mouth"), skin irritation ("skin irritation") with rash papular, erythema and dry skin, feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joint pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), allergy to metals ("allergies to nickel"), flatulence ("gas pain"), autoimmune disorder ("autoimmune disorder"), abdominal tenderness ("stomach is still very sore and tender"), abdominal pain upper ("stomach is still very sore and tender"), gastrointestinal pain ("intestional issues /intestinal pain"), genital haemorrhage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), constipation ("constipation"), back pain ("back pain") and kidney infection (seriousness criterion medically significant). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed), surgery (endometrial ablation) and surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, pain and vaginal haemorrhage had resolved, the systemic lupus erythematosus, hot flush, acne cystic, mood swings, vaginal infection, rheumatoid arthritis, vasculitis, neuropathy peripheral, bladder disorder, dysuria, amnesia, vision blurred, allodynia, flushing, urinary tract disorder, weight decreased, arthralgia, allergy to metals, flatulence, autoimmune disorder, abdominal tenderness, abdominal pain upper, gastrointestinal pain, genital haemorrhage, fallopian tube perforation, constipation, back pain and kidney infection outcome was unknown, the endometriosis, adenomyosis, abdominal distension, weight increased, inflammation, swelling, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder, fibromyalgia and colitis was resolving and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abdominal tenderness, acne cystic, adenomyosis, allergy to metals, allodynia, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, colitis, constipation, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, flatulence, flushing, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, inflammation, kidney infection, memory impairment, menorrhagia, migraine, mood swings, neuropathy peripheral, pain, pelvic pain, rheumatoid arthritis, skin irritation, swelling, systemic lupus erythematosus, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection, vasculitis, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156 lbs (B)(6)2015; hysterectomy vaginal assisted laparoscopic with bs and enterocele repair; cystoscopy; paracervical cervical nerve block with bilateral salpingectomy cross referenced with case number: 2014-033888 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in june 2011: full occlusion of fallopian tubes blood test result- positive for lupus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,fatigue, anxiety,headaches, back pain" concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals most recent follow-up information incorporated above includes: on (B)(6)2018: social media post received. Events gas pain, autoimmune disorder, stomach is still very sore and tender, intestional issues /intestinal pain, heavy irregular bleeding, perfoating my tubes, constipation, back pain and kidney infection added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced colitis ("colitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally long and heavy menses"), dysmenorrhoea ("abnormally severe pain during menstruation"), abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("severe bloating"), weight increased ("weight gain"), inflammation ("chronic inflammation"), swelling ("swelling"), pain ("widespread body pain"), alopecia ("hair loss"), dental caries ("tooth decay and loss"), tooth loss ("tooth decay and loss"), dysgeusia ("metallic taste in her mouth"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), hyperhidrosis ("profuse sweating"), skin irritation ("skin irritation") with rash, erythema and dry skin, feeling abnormal ("brain fog") and memory impairment ("memory impairment"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, endometriosis, adenomyosis, menorrhagia, abdominal pain lower, dyspareunia, abdominal distension, weight increased, inflammation, swelling, pain, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder, fibromyalgia and colitis was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anxiety, attention deficit/hyperactivity disorder, colitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, fibromyalgia, hyperhidrosis, inflammation, memory impairment, menorrhagia, pain, pelvic pain, skin irritation, swelling, tooth loss and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain when not menstruating/pain'), fallopian tube perforation ('perforating my tubes'), menorrhagia ('abnormally long and heavy menses/abnormal bleeding (menorrhagia)'), systemic lupus erythematosus ('suspected lupus'), endometriosis ('endometriosis'), adenomyosis ('adenomyosis'), genital haemorrhage ('heavy irregular bleeding'), autoimmune disorder ('autoimmune disorder'), rheumatoid arthritis ('rheumatoid arthritis'), kidney infection ('kidney infection') and multiple episodes of colitis ('chronic inflammation / inflammation in the large intestine', 'colitis') in a 30-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *blood test result- positive for lupus. Previously administered products included for pregnancy prevention: nuvaring from 2000 to 2009. Concurrent conditions included obesity, insomnia, menometrorrhagia and irritable bowel syndrome. Concomitant products included medroxyprogesterone acetate (depo provera) from 10-oct-2010 to 10-jan-2011 for contraception, ethinylestradiol;etonogestrel (nuvaring) from june 2011 to september 2015 for genital bleeding as well as oxycodone hydrochloride (oxycontin) and phentermine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and vasculitis ("vasculitis"), 21 days after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced the first episode of colitis ("chronic inflammation / inflammation in the large intestine"), abdominal distension ("severe bloating"), swelling ("swelling"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), allodynia ("allobynia") and flushing ("skin flushing"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced hyperhidrosis ("profuse sweating/excessive sweating"), hot flush ("hot flashes"), acne cystic ("cystic acne") and mood swings ("mood swings"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder/adult onset add"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and memory impairment ("memory impairment/memory problems"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay and loss/dental problems") and tooth loss ("tooth decay and loss"). On (B)(6) 2014, the patient experienced neuropathy peripheral ("peripheral neuropathy") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of colitis (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and the first episode of urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), pain ("widespread body pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), dysgeusia ("metallic taste in her mouth"), skin irritation ("skin irritation") with rash papular, erythema and dry skin, feeling abnormal ("brain fog"), the second episode of urinary tract disorder ("urinary problems or changes"), arthralgia ("joint pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), allergy to metals ("allergies to nickel"), flatulence ("gas pain"), abdominal tenderness ("stomach is still very sore and tender"), abdominal pain upper ("stomach is still very sore and tender"), gastrointestinal pain ("intestinal issues /intestinal pain"), constipation ("constipation") and back pain ("back pain"). The patient was treated with she underwent an exploratory laparoscopy and dilation in (B)(6) 2015 and surgery (endometrial ablation and underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, pain and vaginal haemorrhage had resolved, the fallopian tube perforation, systemic lupus erythematosus, genital haemorrhage, autoimmune disorder, rheumatoid arthritis, kidney infection, hot flush, acne cystic, mood swings, vaginal infection, vasculitis, neuropathy peripheral, bladder disorder, vision blurred, allodynia, flushing, the last episode of urinary tract disorder, weight decreased, arthralgia, allergy to metals, flatulence, abdominal tenderness, abdominal pain upper, gastrointestinal pain, constipation and back pain outcome was unknown, the endometriosis, adenomyosis, the last episode of colitis, abdominal distension, weight increased, swelling, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder and fibromyalgia was resolving and the migraine, headache and amnesia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abdominal tenderness, acne cystic, adenomyosis, allergy to metals, allodynia, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, constipation, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, flatulence, flushing, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, kidney infection, memory impairment, menorrhagia, migraine, mood swings, neuropathy peripheral, pain, pelvic pain, rheumatoid arthritis, skin irritation, swelling, systemic lupus erythematosus, tooth loss, vaginal haemorrhage, vaginal infection, vasculitis, vision blurred, weight decreased, weight increased, the first episode of colitis, the first episode of urinary tract disorder, the second episode of colitis and the second episode of urinary tract disorder to be related to essure. The reporter commented: current weight 156 lbs (B)(6) 2015; hysterectomy vaginal assisted laparoscopic with bs and enterocele repair; cystoscopy; paracervical cervical nerve block with bilateral salpingectomy cross referenced with case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.; in (B)(6) 2011: results: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming- pelvic pain,fatigue, anxiety,headaches, back pain" concerning the injuries reported in this case, the following one was reported via social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- outcome of the event memory loss was updated from unknown to not recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain"), fallopian tube perforation ("perfoating my tubes"), menorrhagia ("abnormally long and heavy menses/abnormal bleeding (menorrhagia)"), systemic lupus erythematosus ("suspected lupus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), genital haemorrhage ("heavy irregular bleeding"), autoimmune disorder ("autoimmune disorder"), rheumatoid arthritis ("rheumatoid arthritis"), kidney infection ("kidney infection") and the second episode of colitis ("colitis") in a 30-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2000 to 2009. Concurrent conditions included obesity, insomnia and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from 10-oct-2010 to 10-jan-2011 for contraception, nuvaring from june 2011 to september 2015 for genital bleeding as well as oxycodone hydrochloride (oxycontin) and phentermine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 21 days after insertion of essure, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and vasculitis ("vasculitis"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"). On 10-nov-2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced the first episode of colitis ("chronic inflammation / inflammation in the large intestine"), abdominal distension ("severe bloating"), swelling ("swelling"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), allodynia ("allobynia") and flushing ("skin flushing"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 1-may-2011, the patient experienced weight increased ("weight gain"), hyperhidrosis ("profuse sweating/excessive sweating"), hot flush ("hot flashes"), acne cystic ("cystic acne"), mood swings ("mood swings") and weight decreased ("weight loss"). On 1-jun-2011, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder/adult onset add"). On 1-may-2012, the patient experienced depression ("depression"), anxiety ("anxiety") and memory impairment ("memory impairment/memory problems"). On 1-aug-2012, the patient experienced dental caries ("tooth decay and loss/dental problems") and tooth loss ("tooth decay and loss"). On 1-nov-2014, the patient experienced neuropathy peripheral ("peripheral neuropathy") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In july 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced the second episode of colitis (seriousness criterion hospitalization). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and dysuria ("urinary problems or changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), pain ("widespread body pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), dysgeusia ("metallic taste in her mouth"), skin irritation ("skin irritation") with rash papular, erythema and dry skin, feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joint pain / / my joints in my arms and hand my knees hurt almost everyday and were really painful"), allergy to metals ("allergies to nickel"), flatulence ("gas pain"), abdominal tenderness ("stomach is still very sore and tender"), abdominal pain upper ("stomach is still very sore and tender"), gastrointestinal pain ("intestional issues /intestinal pain"), constipation ("constipation") and back pain ("back pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed), surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed) and surgery (endometrial ablation). Essure was removed on 14-oct-2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, pain and vaginal haemorrhage had resolved, the fallopian tube perforation, systemic lupus erythematosus, genital haemorrhage, autoimmune disorder, rheumatoid arthritis, kidney infection, hot flush, acne cystic, mood swings, vaginal infection, vasculitis, neuropathy peripheral, bladder disorder, dysuria, amnesia, vision blurred, allodynia, flushing, urinary tract disorder, weight decreased, arthralgia, allergy to metals, flatulence, abdominal tenderness, abdominal pain upper, gastrointestinal pain, constipation and back pain outcome was unknown, the endometriosis, adenomyosis, the last episode of colitis, abdominal distension, weight increased, swelling, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder and fibromyalgia was resolving and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abdominal tenderness, acne cystic, adenomyosis, allergy to metals, allodynia, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bladder disorder, constipation, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, flatulence, flushing, gastrointestinal pain, genital haemorrhage, headache, hot flush, hyperhidrosis, kidney infection, memory impairment, menorrhagia, migraine, mood swings, neuropathy peripheral, pain, pelvic pain, rheumatoid arthritis, skin irritation, swelling, systemic lupus erythematosus, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection, vasculitis, vision blurred, weight decreased, weight increased, the first episode of colitis and the second episode of colitis to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 156 lbs 14-oct-2015; hysterectomy vaginal assisted laparoscopic with bs and enterocele repair; cystoscopy; paracervical cervical nerve block with bilateral salpingectomy cross referenced with case number: 2014-033888 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in june 2011: full occlusion of fallopian tubes blood test result- positive for lupus. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming- pelvic pain,fatigue, anxiety,headaches, back pain" concerning the injuries reported in this case, the following one was reported via social media: allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event colitis marked as hospitalization. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain"), systemic lupus erythematosus ("suspected lupus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2000 to 2009. Concurrent conditions included obesity, insomnia and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) -2010 to (B)(6) 2011 for contraception, nuvaring from june 2011 to september 2015 for genital bleeding as well as oxycodone hydrochloride (oxycontin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 21 days after insertion of essure, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), rheumatoid arthritis (seriousness criterion medically significant) and vasculitis ("vasculitis"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced abdominal distension ("severe bloating"), inflammation ("chronic inflammation"), swelling ("swelling"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), allodynia ("allobynia") and flushing ("skin flushing"). On(B)(6) 2011, the patient experienced menorrhagia ("abnormally long and heavy menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On(B)(6) 2011, the patient experienced weight increased ("weight gain"), hyperhidrosis ("profuse sweating/excessive sweating"), hot flush ("hot flashes"), acne cystic ("cystic acne"), mood swings ("mood swings") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder/adult onset add"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and memory impairment ("memory impairment/memory problems"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay and loss/dental problems") and tooth loss ("tooth decay and loss"). On (B)(6) 2014, the patient experienced neuropathy peripheral ("peripheral neuropathy") and amnesia ("memory loss"). In may 2015, the patient experienced fibromyalgia ("fibromyalgia"). In july 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). On(B)(6) 2015, the patient experienced colitis ("colitis"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and dysuria ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), pain ("widespread body pain"), dysgeusia ("metallic taste in her mouth"), skin irritation ("skin irritation") with rash papular, erythema and dry skin, feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joint pain") and allergy to metals ("allergies to nickel"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, pain and vaginal haemorrhage had resolved, the systemic lupus erythematosus, hot flush, acne cystic, mood swings, vaginal infection, rheumatoid arthritis, vasculitis, neuropathy peripheral, bladder disorder, dysuria, amnesia, vision blurred, allodynia, flushing, urinary tract disorder, weight decreased, arthralgia and allergy to metals outcome was unknown, the endometriosis, adenomyosis, abdominal distension, weight increased, inflammation, swelling, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder, fibromyalgia and colitis was resolving and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, acne cystic, adenomyosis, allergy to metals, allodynia, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, bladder disorder, colitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, feeling abnormal, fibromyalgia, flushing, headache, hot flush, hyperhidrosis, inflammation, memory impairment, menorrhagia, migraine, mood swings, neuropathy peripheral, pain, pelvic pain, rheumatoid arthritis, skin irritation, swelling, systemic lupus erythematosus, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection, vasculitis, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156 lbs (B)(6) 2015; hysterectomy vaginal assisted laparoscopic with bs and enterocele repair; cystoscopy; paracervical cervical nerve block with bilateral salpingectomy cross referenced with case number: 2014-033888 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in june 2011: full occlusion of fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,fatigue, anxiety,headaches, back pain" concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals most recent follow-up information incorporated above includes: on(B)(6) 2018: event added per social media post: allergies to nickel. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/pain"), systemic lupus erythematosus ("suspected lupus"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for pregnancy prevention: nuvaring from 2000 to 2009. Concurrent conditions included obesity, insomnia and menometrorrhagia. Concomitant products included medroxyprogesterone (depo provera) from 10-oct-2010 to 10-jan-2011 for contraception and nuvaring from june 2011 to september 2015 for genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 21 days after insertion of essure, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), rheumatoid arthritis (seriousness criterion medically significant) and vasculitis ("vasculitis"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced abdominal distension ("severe bloating"), inflammation ("chronic inflammation"), swelling ("swelling"), alopecia ("hair loss"), fatigue ("chronic fatigue"), vision blurred ("blurry vision"), allodynia ("allobynia") and flushing ("skin flushing"). On 10-jan-2011, the patient experienced menorrhagia ("abnormally long and heavy menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"), hyperhidrosis ("profuse sweating/excessive sweating"), hot flush ("hot flashes"), acne cystic ("cystic acne"), mood swings ("mood swings") and weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced attention deficit/hyperactivity disorder ("adult onset attention deficit disorder/adult onset add"). On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and memory impairment ("memory impairment/memory problems"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay and loss/dental problems") and tooth loss ("tooth decay and loss"). On (B)(6) 2014, the patient experienced neuropathy peripheral ("peripheral neuropathy") and amnesia ("memory loss"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adenomyosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced colitis ("colitis"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems or changes") and dysuria ("urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain\ severe abdominal cramping"), pain ("widespread body pain"), dysgeusia ("metallic taste in her mouth"), skin irritation ("skin irritation") with rash, erythema and dry skin, feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems or changes") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy during which her cervix, uterus removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, dyspareunia, pain and vaginal haemorrhage had resolved, the systemic lupus erythematosus, hot flush, acne cystic, mood swings, vaginal infection, rheumatoid arthritis, vasculitis, neuropathy peripheral, bladder disorder, dysuria, amnesia, vision blurred, allodynia, flushing, urinary tract disorder, weight decreased and arthralgia outcome was unknown, the endometriosis, adenomyosis, abdominal distension, weight increased, inflammation, swelling, alopecia, dental caries, tooth loss, dysgeusia, fatigue, depression, anxiety, hyperhidrosis, skin irritation, feeling abnormal, memory impairment, attention deficit/hyperactivity disorder, fibromyalgia and colitis was resolving and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain lower, acne cystic, adenomyosis, allodynia, alopecia, amnesia, anxiety, arthralgia, attention deficit/hyperactivity disorder, bladder disorder, colitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, feeling abnormal, fibromyalgia, flushing, headache, hot flush, hyperhidrosis, inflammation, memory impairment, menorrhagia, migraine, mood swings, neuropathy peripheral, pain, pelvic pain, rheumatoid arthritis, skin irritation, swelling, systemic lupus erythematosus, tooth loss, urinary tract disorder, vaginal haemorrhage, vaginal infection, vasculitis, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: current weight 156 lbs (B)(6) 2015; hysterectomy vaginal assisted laparoscopic with bs and enterocele repair; cystoscopy; paracervical cervical nerve block with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - in june 2011: full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- pelvic pain,fatigue, anxiety,headaches, back pain" . Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. New reporters, patient's demographic information and relevant history , lot number (50512931),events ¿hot flashes, cystic acne, mood swings, abnormal bleeding (vaginal), vaginal infection, suspected lupus, suspected rheumatoid arthritis, vasculitis, peripheral neuropathy, bladder problems or changes, urinary problems or changes, memory loss, blurry vision, allobynia and skin flushing, urinary problems or changes, weight loss, joint pain¿ were added from pfs. Concomitant condition and drug added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.